Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was from tubing. The infusion set was in use for day one. The insertion site was left abdomen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011265, in question was manufactured at the reynosa site. The lot 6011265 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 25-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly lot 5a02521 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 24-jan-2025, with a total of (B)(4) units. The lot 5a02522 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 25-jan-2025, with a total of (B)(4) units. Lot 5a02523 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 25-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5a04633 was manufactured according to the (wi) version 42 and manufactured in the line mp04, and mp08, on 23-jan-2025, with a total of (B)(4) units. The lot 5a04632 was manufactured according to the (wi) version 42 and manufactured in the line mp04, and mp08, on 21-jan-2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.